Event description:
A valiant navion stent grafts was implanted during the endovascular treatment of a thoracic aortic dissection. The patient was enrolled in the valiant navion voluntary recall program, and a follow-up non-contrast CT scan revealed device expansion. A 31 mm valiant navion stent graft was implanted in a blood vessel measuring approximately 26 mm in diameter. CT imaging showed that the graft had expanded to a total diameter of about 31 mm. Blood tests revealed signs of inflammation, and in 2024, the patient was diagnosed with vasculitis and steroid treatment was initiated and the condition was monitored. It was reported approx. 5 years, 1 month post index procedure, the valiant navion was completely explanted and replaced with an artificial blood vessel. On the same day, the patient also underwent esophageal replacement. Upon examination of the explanted device, parts of the stent graft body sutures were found to be frayed / misaligned, and  a type iiib endoleak  was confirmed. Per the physician the cause of the type iiib endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a valiant navion graft was returned with one of the suprarenals bent outwards. There were suture breaks visible stent ring 4, stent ring 5 and stent ring 7. 0.030-inch and 0.022-inch abrasion were holes between stent rings 4 and 5. A 0.80mm sq. Abrasion tear was visible between stent rings 5 and 6. A 15.88mm sq. Abrasion tear and a 2.00mm sq. Abrasion hole were visible between stent rings 6 and 7. A 0.96mm sq. Tear was visible under stent ring 7 and a 1.70mm sq. Abrasion tear was visible at stent ring 8. A 1.41mm sq. Abrasion hole was visible between stent rings 8 and 9. A cluster of three abrasion holes were visible at stent ring 9, measuring 3.75mm sq., 0.64mm sq., and 1.40mm sq. Abrasion tears and graft wear were visible to a 14.27mm sq. Area of the graft at stent ring 10. Lifting of the stent ring from the graft was visible at one area on stent ring 3, one area on stent ring 4, two areas on stent ring 5, three areas on stent ring 6, one area on stent ring 7 and one area on stent ring 8. Each area of stent ring lifting had multiple suture breaks. No other issues were evident to the remainder of the graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.